Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the patient felt an increase or decrease in stimulation when the implantable neurostimulator (ins) was touched by hand, programmer, etc. Usually it would be a decrease. While meeting with the rep, the rep touched the ins and the patient reported the stimulation to feel a little higher. The programmer was synced and the ins parameters had not changed. Impedances were okay. The patient was usually on program b which did not have adaptive stimulation turned on. No trauma/falls were related. The patient was given high density programming and they were going to meet again in a month. Relevant medical history included spinal pain. Follow-up was performed to determine if the new programming resolved the stimulation issue.